Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the tracheostomy tube was very difficult to maneuver and prevented a patient from being intubated. It was also reported that the procedure was aborted and the patient was never intubated.